Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant and the issue began a couple months ago in july. Patient stated they met with a manufacturer representative (rep) on wednesday and the representative couldn't find their implant. Patient said they tried again yesterday with a different who suggested the patient to call patient services to replace the recharger and controller. Patient mentioned when they met with another rep in july in person they made some adjustments. Patient mentioned the rep did something it worked for a month and noted they have been without this thing for a couple months now. Patient noted they are just about a quarter from double to from saying hey doc take this thing out of here. Patient mentioned their back was hurting for awhile and they ad the stimulation turned off until last night when they saw th e rep. Patient mentioned they had their stimulation turned off because they didn't think it was working right. When asked for event date, patient mentioned july. Patient mentioned the rep mentioned their implant might have moved and wants patient to push up the recharger and use a book when recharging their implant. Patient mentioned they could charge the implant for 20 minutes and the implant would be at 60% or 70% and 20 minutes later the implant was down to 10%. Patient mentioned that they could walk around and feel the stimulation but the implant wasn't taking a charge. Patient confirmed charging the controller from the wall has never really been a problem and noted they charged their controller before they went to bed last night. Patient mentioned the rep trained patient 20 minutes is a good time to recharge. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger, ac power supply and controller port. Agent walked patient through resetting controller; controller showed 80% and implant 60%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Agent asked and patient mentioned they get error messages/codes all the time. Towards the end of the call patient mentioned neither battery (controller and implant) moved an inch. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) has not moved since the date of implant. The rep was made aware of the event on 2024-sep-13. The ins was placed in the pocket at the angle which makes charging difficult and intermittent for the patient. The patient is able to charge effectively with pressure applied to the charging paddle. Due to the recharging issues, the reps aren't able to identify the stimulation issues until the charging issue is resolved. The rep is supposed to hear back from the patient once they receive their new equipment as to how charging is going. The rep contacted patient services to get a new controller and recharger to confirm that these components are/aren't the problem. They were able to connect to the patient's device just fine at their last visit on 9/14/24. The next step is to connect the new recharger and controller to the battery to determine if these items are the cause of the problems. The provider is aware of everything happening with this patient. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation output issues were not determined. The rep was not made aware of the event. The implantable neurostimulator (ins) was recharged fully and reprogrammed with new settings. The reported event has been resolved.